Event description:
Reported due to surgery. In 2006, an emboshield was successfully deployed and retrieved and an xact stent was successfully deployed and positioned into the left internal carotid artery. It was reported the pt was taken to the holding area post procedure and demonstrated some mild right sided weakness and drowsiness. The pt's blood pressure was 98/54. A CT scan was ordered, results unk. The event was reported to be not continuous and resolved by the next day. Two days later, the pt demonstrated decreased heart rates in the 20's and syncope was felt to be related to bradycardia. The pt was seen by ep services and a recommendation was for a pacemaker implant which was done next day. The event was reported as not continuing and date of resolution was the same day. Pt was discharged home on two days later.

Manufacturer narrative:
The device was not returned and there was no lot info. Co was not able to perform device inspection or device history record review in this case.